Manufacturer narrative:
Corrected data: b.5., h.6.

Event description:
Additionally, the device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f0101. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen® gts event described as post implantation, intraocular pressure was noted to be 30 mmhg, open revision was performed in the unknown eye. One day post open revision, intraocular pressure was 22 mmhg, but follicles were not formed. 8 days post open revision, intraocular pressure was 36 mmhg. Physician performed yag treatment at the opening of anterior terminal xen. 8 days post yag treatment, intraocular pressure was 22 mmhg. The device remains implanted.